Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that no sound was coming from the central station speaker. There was no patient incident.